Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that there were no signs of external damage. During syringe testing (checked and tested syringe flange sensor), the reported problem could not be duplicated. The root cause of the reported issue was found to be the customer most likely incorrectly loaded the syringe flange outside of the ear clip. Replaced the optocoupler as a preventative measure. Also, cleaned the ear clip and surrounding area. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the device is not recognizing the syringe. No patient injury was reported.